Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The patient reported having the first hip implanted in 2008. In (B)(6) 2011, the patient fell on the left hip and clicking began when walking. In (B)(6) 2014, audible squeaking began as well which the patient described as "very annoying."

Manufacturer narrative:
An event regarding audible noise involving a tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation; medical records received and evaluation: a medical review was not performed because insufficient information was provided; device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The device was not a part of a recall; complaint history review: there have been no other events for the reported lot. Conclusions: review of the surgical protocol trident acetabular psl surgical protocol triden-sp-3 indicates that "to obtain optimal component positioning in the reaming process, a 45/20° abduction/anteversion alignment guide can be attached to the cuttingedge reamer handle (figure 2)." It is stated on page 6 of the patient's medical records, "the final cup with clusters, size 52, was impacted and fit rigidly in the 15 degree anterversion and 45 degree abduction position." Corrective actions were taken to modify the surgical technique for reaming to avoid eventual repetive edge loading of the femoral bearing against the edge of the ceramic insert and improve initial fixation. The date of surgery occured before the corrective actions of the CAPA were implemented.

Event description:
The patient reported having the first hip implanted in 2008. In (B)(6) of 2011, the patient fell on the left hip and clicking began when walking. In early 2014, audible squeaking began as well which the patient described as "very annoying."